Event description:
A surgeon reported a patient who had an intraocular lens (iol) implanted three years ago, started to see starbursts associated with lights. The surgeon observed glistenings in the iol. The lens was exchanged. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).